Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material # 10016073 lot # 24019019 it was reported by customer that missing luer lock hub at the end of the secondary tubing. Verbatim: rcc received a complaint via email. Email(s) attached. Missing luer lock hub at the end of the secondary tubing. Complaint category: damaged / broken cat# of product being complained: 10016073. Description of product: set second vent/non vent 31in spin male ll dehp fr 100ea/ca lot or s/n: (B)(6).

Event description:
No additional info

Manufacturer narrative:
It was reported that the set was missing the male luer. One sample model 10016073, lot 24019019 was returned for investigation. The set was examined for defects and abnormalities. The male luer was missing from the set. No defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent being applied to the tubing where the male luer should be connected. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause is the omission of placing the component in the tube bu the operator. A quality alert was generated on may 07th, 2024 to communicate, reinforce the use correct sequence of the operations and avoid the misassembly. A device history record review for model 10016073 lot number 24019019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.